Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Two photos were provided as supplemental information to the reported event. The images show the two ends of the lock lines knotted together, which support the reported information. Based on the information reviewed, while it is possible that the technique during unwrapping and o-ring removal contributed to the formation of the knot, a definitive cause for how the knot formed could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as the lock line ends were cut manually in order to facilitate lock line removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter; first deployed clip. The mitraclip system is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during deployment, a knot was observed in the lock line, requiring intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve. After placement of the second clip, the lock line cap was removed and it was noted that the lock lines were knotted together. The knot was cut, and the lock line was retracted slowly. Two clips were implanted, reducing the mr to 1-2. The patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.